Event description:
It was observed that during the device evaluation, the subject device exhibited a dirty insertion part nozzle, corrosion at the distal end of the insertion part, and corrosion in the venting port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, a definitive root cause of the corrosion at the distal end of the insertion part and corrosion in the venting port were traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.